Event description:
It was reported to philips healthcare that during a call the heartstart mrx etc02 stopped functioning. There was no reported patient impact.

Manufacturer narrative:
(B)(6). A f/u report will be submitted upon completion of the investigation.